Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information was received: did it break into two or more pieces? If no, please specify the alleged deficiency of the instruments. Were they bent, stripped, cross threaded, etc.? -> yes, when a part is broken off the instrument now is in two or more piece.

Event description:
It was reported that the instrument has a part broken off at the instrument´s joint-area. No surgical delay, no adverse patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> customer is complaining the instrument as a part has broken off at the instrument´s joint-area. No surgical delay, no adverse patient consequences reported. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection revealed that the ant broach handle - r had the distal section of the hinge mechanism broken off, where it attaches within the pin. Broken fragment was not returned for evaluation. Additionally, the device presented nicks and impaction marks on areas that are not intended to be impacted. The observed condition of the device was consistent with a component failure that was caused by exposure to unintended forces like impacting the device in areas that are not intended to be impacted, such as the lever of device that could mostly lead to the breakage observed. Properly handling and attention to the approved use of the device diminishes the risk of failure. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the ant broach handle - r would have contributed to the complained device issue.¿ based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> 1) quantity manufactured: 43 2) date of manufacture: 12/13/2016 3) any anomalies or deviations identified in DHR: no 4) expiry date: n/a 5) IFU reference: IFU-0902-00-836 device history review ==> 1) quantity manufactured: 43 2) date of manufacture: 12/13/2016 3) any anomalies or deviations identified in DHR: no 4) expiry date: n/a 5) IFU reference: IFU-0902-00-836 corrected: h3